Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not flowing through from emr to pyxis. A technical support specialist (tss)connected to the server and found no critical notices; all bd services were running normally. Confirmed three medstations were in critical override and verified that data synchronization, hsv, and cce to es communication were functioning with no errors or disconnects. Observed intermittent pharmacy ordering system down or delayed alerts, which cleared quickly and suggested short lived epic and cce communication or network slowdowns. No specific patient examples were provided to trace message flow, and es side logs showed no failures. Advised that epic review message timestamps and that pharmacy supply patient cases to isolate delays. With no actionable data available, the case was closed pending new examples for further investigation.

Event description:
It was reported that when using the bd pyxis¿ es server, the patients were not flowing from the emr to pyxis. The customer reported that they were having patients appear as temporary, requiring staff to override medications in order to care for them. They confirmed that their interface had been checked, and everything appeared to be flowing correctly on their side. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.